Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a stiff insertion tube. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: d9. Additional information added to fields h2, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: leakage occurred from biopsy channel. The event can be detected by following the instructions for use: operation manual_ preparation and inspection_ inspection of the endoscope holding the insertion tube gently with a hand, carefully run your fingertips over the entire length of the insertion tube in both directions. Confirm that no objects or metallic wire protrude from the insertion tube. Also confirm that the insertion tube is not abnormally rigid. Olympus will continue to monitor field performance for this device.